Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the motor drive unit bogged down and the physician had to use three handpieces. It was opined that too large pieces of tissue were grabbed causing the unit to bog down. The procedure was completed with the third handpiece and the same motor drive. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.